Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported "ruptured prothesis" . This record is for left side. Device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.2.

Event description:
Healthcare professional reported "ruptured prothesis" . This record is for left side. Device status unknown.